Event description:
The mother patient reported that their was keypad anomaly on the insulin pump. The customer's blood glucose level was 234 mg/dl. The customer was treated with manual injection already. The customer insulin pump was not exposed to moisture or dropped. The patient reported that the act button on the insulin is not working. The patient mother was advised that the insulin pump is iw and should be replaced.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection. Pump passed prime/a33, displacement, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A cracked reservoir tube lip, cracked display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarm was noted.